Manufacturer narrative:
Further information was requested but not received. Investigation results will be provided in the final report.

Event description:
Device 6 of 6. Related manufacturer reference number: 1627487-2019-07802., 1627487-2019-07803, 1627487-2019-07804, 1627487-2019-07805, 1627487-2019-07806 the patient underwent a procedure where in a lead was removed due to erosion (reported within another manufacturer report). Reportedly, during the procedure the lead tail was cut and removed, but the lead body remained implanted. Patient states an infection is present at that lead insertion site. The physician suspects the patient has munchhausen syndrome. Patient is to consult with a healthcare provider as the next course of action. It is unknown which lead was previously removed, therefore all of the leads are being reported on.

Event description:
Related manufacturer reference number: 1627487-2019-07802,. 1627487-2019-07803, 1627487-2019-07804, 1627487-2019-07805, 1627487-2019-07806. It was reported that surgical intervention may take place to address this issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the erosion has cleared.

Event description:
It was reported that surgical intervention took place on (B)(6) 2019 wherein the patient had part of their lead removed due to erosion through the scalp. The physician believes the patient has been picking at the lead causing it to erode. It is unknown which lead was partially removed, therefore all of the leads are being reported on.